Event description:
It was reported in a service report that the cot legs were unable to extend and lock into position. No adverse consequences were reported.

Manufacturer narrative:
Investigation ongoing. Legs not locking.